Event description:
Additional information was received from the patient. They had a terrible three days between christmas and new year's. "All night" and they still had to go to work. They were supposed to go to work the day of the report at 5:30 and it was 10:34. They tried to set it higher, and noted their toes had been tingling for two days and their genitalia felt bruised. They were on program 5 at 2.7 volts. On the call, the patient switched to program 6 at 0.8 volts and were advised to leave it there for a couple of days to one week and monitor their symptoms in their diary to see if it improved. They thought something might have happened. They were going to the bathroom over and over again with diarrhea, and blood was in the stool. When asked when the symptoms started, they replied december 26th, saturday, sunday, and monday. They were ok for one day and then it started kicking in again. Yesterday was ok. They had another episode friday, january 1st, 2nd, and 3rd and were up every 5-10 minutes from 9pm to 3:30am. This was the problem they originally had. The other person they talked with before christmas said the fall might have had something to do with it. They had eight stitches over their right eye and a small crack in their skull. Six days later, they reported they had seen a manufacturer representative at the healthcare provider's office. The healthcare provider checked on the incision site and told the patient that it looked good but also that they no longer needed to see them, as the healthcare provider did their part and implanted the system. The patient was confused, as the manufacturer representative told the patient to reschedule a programming session. An email was sent to field staff to request additional listings. Last friday and saturday were bad nights. They had continuous bowel movements and couldn't lie down until 6-7am. They pushed up the setting and were currently on program 6 at 0.8 volts. They were getting sleep 3-4 days out of the week. They repeated information regarding bleeding. It had been bleeding for about a year now. About 1.5 years ago they removed the rectal pouch and there was a slight opening there. When they had continuous diarrhea and were sitting on the toilet for so long, the area would start bleeding. They asked if the healthcare provider should cauterize or stitch up the area, however, the healthcare provider said no.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient is not getting relief from their therapy. Patient has severe diarrhea and didn't go to work today. Yesterday was the first day they worked 8 hours. It does work at times. They now can get some sleep. The patient is getting 2-3 nights of sleep a week, whereas before they were going 5 days with no sleep. In the last two weeks they are back to where they were before. The patient has to run to the bathroom. The patient wasn't able to go to work again today. They want to know why it isn't working, the next step was, and when it is going to work or they need to hire someone else. Told the patient to go to a new program. The patient needs a physician that will help managing the device. The patient lives in metairie, la and the rep looked at the physician listing but there is nothing in the area. Sent an email to the field staff asking if they knew of any doctor's not on the listings. Patient wants the list mailed to them, they doesn't have email.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient called back with a continuation of the same issue. They stated they have been stuck on the toilet, have diarrhea, and felt like their genitalia have been slapped. They went through programs 1-7 already and tried increasing to 0.7 on program 7, but then their foot falls asleep. On the call they changed to program a at 2.2 and confirmed stimulation was comfortable. They will monitor symptoms and adjust as needed. On (B)(6) 2021, the patient mentioning the previous call they called into patient services two days ago and stated they "reset" the patient's device then and reported today they are "having trouble" (a return of symptoms) again and they were "on the can again". Every 5 minutes they have to run to the can. Following previous call to patient services, the patient was finally able to get 3 hours of sleep because they haven't been able to sleep due to this. The patient has now increased stim to 2.9v on program a due to this. The patient confirmed feeling stim comfortably in right side of bike seat area. They reported 3.0v gave the patient "too much tingling in my upper torso". Reviewed number of available programs. Recommended the patient monitor symptoms now that change was made and follow up with their healthcare professional (hcp) if not seeing improvement. The patient then reported again that they do not have a hcp because their hcp told them never to come back in. The patient mentioned again they had gone in to see hcp following a fall and the patient had sutures on their head and a manufacturer representative (rep) was supposed to help make sure ins was still working following this.

Manufacturer narrative:
Review of the additional information received shows that there is now information to reasonably suggest that the device in this report did not cause or contribute to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a health care professional (hcp) via a manufacturer representative (rep). The patient called back and repeated previously reported information from previous calls. The patient said since last thursday they have lost ¿all control ,¿ and they were bleeding rectally. They had questions about the programming and patient services reviewed. They also educated the patient that they needed to use the communicator in order to connect to the implant. The patient requested hcp listings and an email was sent to field staff to request hcp listings. On the same day, the rep stated that they had called the patient and left a message for them to call them back. On (B)(6) 2021, the patient called back stating that the rep had called them but they were not able to make out the call back number on the voicemail from the rep. The rep was emailed again. The patient reiterated that since ¿last thursday,¿ they had been waking up with feces in their pants. The patient stated that they had bloody diarrhea and noted the imodium was not helping. They stated they changed from program b to program c and their symptoms didn¿t improve last night. The patient said that they had abdominal pain that came and went. The patient also mentioned they had a fall moving something. On (B)(6) 2021, the patient reported they were still having symptoms. Patient services reviewed with the patient that symptoms were medical in nature and should be addressed by the hcp. The patient stated they went to their general physician but they didn¿t do anything. Hcp listings were reviewed with the patient however the patient stated that they couldn¿t afford the travel and didn¿t have a cell phone, they¿d just wait for the rep to call. Additional information was received from a health care professional (hcp) via a manufacturer representative (rep) on 2021-apr-27. In response to the inquiry for clarification of the statement ¿the patient had a fall,¿ and if there was a device concern, therapy issue etc., the rep replied that there was no issue and that everything worked ¿just fine.¿ in response to the inquiry for if the cause of the ¿today they are having trouble¿ (a return of symptoms) again had been determined, the rep replied that symptoms were under control. In response to the inquiry for what steps were or would be taken to resolve the issue the rep replied that on 2021-apr-27 the rep and the patient walked through programs and the patient felt stimulation appropriately. In response to the inquiry for if the issue had been resolved, the rep replied ¿yes, resolved.¿ the rep stated that this in formation had been confirmed with the health care professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that two nights ago symptoms returned, said has been up all night on the toilet, having bowel movements every 5 minutes, didn't get any sleep. Patient said that they did make one adjustment however hasn't noticed any improvement. Patient said today they have been going to the bathroom every hour has to sit on toilet for 5-15 minutes. Asked no changes to diet or medications however patient said had a fall on (B)(6) 2020and has 8 stiches in head. Reviewed therapy information including expectations and general programming guidance. During call, patient connected to implant and increased setting again. Patient to monitor symptoms and if doesn't notice improvement to make another adjustment. Reviewed when to consider switching programs. Redirected patient to notify the healthcare professional (hcp) office that they had a fall, reviewed may need to have system checked.